Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Additionally, an is 1 lead was inserted in both lead barrels. The setscrew in each chamber retained the lead and the lead could not be removed until the setscrew was retraced, confirming appropriate connection capabilities.the device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this device, following lead insertion, the electrogram tracing was not as expected. Upon further inspection, it was noted the lead was loose within the header block and unable to be secured as a setscrew issue was observed. As a result, the device was removed and replaced with another device of same model type. No resulting adverse patient effects were reported and the device was later returned for analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this device, following lead insertion, the electrogram tracing was not as expected. Upon further inspection, it was noted the lead was loose within the header block and unable to be secured as a set screw issue was observed. As a result, the device was removed and replaced with another device of same model type. No resulting adverse patient effects were reported and the device is expected to be returned for analysis.